Event description:
It was reported the device exhibited early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead (B)(6) 2010, 419688 lead. (B)(6) 2010. (B)(4).